Manufacturer narrative:
Device evaluation: no product sample was received. No photographic or diagnostic evidence of the complaint provided by the customer; therefore, visual and functional testing could not be performed. The most probable cause of a "no disposable-clamp tubing" alarm is the down stream occlusion (dso) sensor. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was not running and was giving the "no disposable, clamp tubing" alarm. The settings were reviewed and troubleshooting was attempted without resolution. Air bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reconnected but the alarm persisted. Res vol is 186.8 ml, rate is 5.0 ml/hr, given is 41.85 ml. No patient injury. No additional information. Device is not available for return.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.